Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during an ambulance transport of a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during an ambulance transport of a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and verified that there were no shutdown alarms in the unit's diagnostic logs. From the logs, the fse could see that the iabp shutdown due to the batteries depleting all of the way. The customer did not bring a portable power supply with them to plug into the ambulance. From the logs, it looked as if the iabp pumped for over an hour before losing battery power. The fse does not know how long the iabp was powered on before being on the patient, or how much charge the batteries had prior to start up of the iabp. The fse stressed to the customer that it is important to bring a portable power supply when doing patient transports. Subsequently, the customer ordered two new batteries, as the current batteries barely passed the run time test, and will be four years old from the install date in march of 2019. The fse ensured that the iabp passed all functional and safety tests, but did not clear the unit for use due to the batteries not yet replaced. The customer received the batteries the following day and installed them after fully charging them as instructed by the fse. The iabp was then cleared for clinical use. In addition, the customer also ordered a portable power supply, so in the future they can take the iabp with one battery in the iabp, the power supply in the other bay, and they can take the second battery as a backup.